Manufacturer narrative:
(B)(4) - additional surgical procedures are not specifically addressed in the IFU. Pt needs additional repair but that has not been scheduled. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2008. The pt received a zenith flex aaa endovascular graft bifurcated main body and two zenith aaa endovascular graft iliac leg. The procedure was completed without reported incident. On (B)(6), 2010, the pt underwent an additional procedure due to the results of a follow-up exam. The pt had developed a type ii endoleak which was treated by a gluing technique utilized around the interior mesenteric artery. On (B)(6), 2011, the area rep was made aware of a follow-up that discovered a type ia endoleak. The physician plans to treat the leak with additional device placement (of another manufacturers). The pt has yet to undergo the additional repair. No images are available to assist with this investigation.